Event description:
The customer reported that the instrument inadvertently activated while closing the jaws of the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.